Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient fell on (B)(6) 2018 on the side of their implanted neurostimulator (ins). The rep met with the patient and discovered an impedance problem, which was thought to be related to the fall. The rep ran impedances multiple times and pair 03 was <(><<)> 50 ohms. The patient was programmed with 0 and 3 and had increased the intensity to 8.5 volts (v), but the stimulation was off when the patient came in for the appointment. They ended up programming around the 03 electrode pair. There were no symptoms or further complications reported or anticipated.